Manufacturer narrative:
Section e1: customer site was (B)(6). Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), found no device-related issues. It was reported that the patient underwent a routine heart transplant. (B)(6) was returned assembled with the driveline severed approximately 6.5¿ from the pump housing. A distal portion of the driveline, measuring approximately 33.5¿ from the controller connector, was also returned. The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump inlet port. The sealed outflow graft and outlet elbow were returned attached to the pump outlet port. The apical sewing ring was returned, secured to the inlet extension. The sealed outflow graft bend relief was not returned with the device. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. A cut was observed on the external portion of the returned driveline. The pump operated as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during investigation of the returned pump from a routine transplant, a cut was observed on the external portion of the returned driveline.